Event description:
Customer reported that the tubing disconnected from the IV catheter. Customer reported the male luer of the extension set disconnected from the IV catheter causing the pt to bleed from the IV catheter. The tubing was replaced without incident. Customer stated that they have many new staff nurses and the issue may be attributed to insecure connections. There was no pt harm reported and no medical intervention was required.

Manufacturer narrative:
(B)(4). No failure investigation could be performed. The customer indicated the set was discarded. Root cause of the customer's reported leak is unk.